Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a surgical procedure the physician accidently pulled out the two peripheral quattrode leads. Once the leads were back in the proper position, lead diagnostics revealed invalid impedances on those leads which were connected to an extension. The leads were disconnected from the extension and tested directly which revealed no anomalies, hence the extension was replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).